Manufacturer narrative:
Patient city: (B)(6). Patient country: cayman islands.

Event description:
Reference number (B)(4). Event occurred in the cayman islands. It was reported that the infusion set tape did not adhere due to insufficient glue on (B)(6) 2026. No further information available.